Manufacturer narrative:
Correction: d6b - explant date was inadvertently omitted from the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during a lead implanting procedure on (B)(6) 2023, physician noticed that the l4 lead was fractured. Therefore, further surgical intervention was taken place on (B)(6) 2023 to remove the fractured section of the lead connected to the ipg.